Manufacturer narrative:
The external visual inspection revealed exposed electrode wires due to damaged silicone prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The patient's cochlear implant had reportedly migrated and the patient was experiencing pain. The patient's device was explanted.